Event description:
A durable medical equipment supplier (dme) reported that a remstar heated humidifier was not heating and the power cord was damaged. There was no report of patient harm or injury nor was there a report of exposed wiring. Upon receipt of the device for evaluation, the manufacturer noted there were exposed wires to the power cord connector due to physical damage to the ac power inlet of the heated humidifier. There was no evidence of thermal damage; however, the physical damage to the ac power inlet would have prevented the humidifier from providing humidification. The ac power inlet connector was likely subjected to forces outside of design specifications and typical use representative of plugging and unplugging the device. Labeling instructs the user to periodically inspect the ac power cord for signs of wear or damage and to replace the ac power cord if worn or damaged. There was no patient harm associated with this event. Based on the information available, the manufacturer concludes no further action is required.